Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that their device would occasionally, restart repeatedly when turned on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.